Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cups with a cloudy appearance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 25 bd vacutainer® urine collection cups were found before use with a "cloudy" appearance. The following information was provided by the initial reporter: "received 31.7.2019 200 pieces cups and among them was 25 pieces of cups which they could not give to the patient in use because of cloudy appearance. Earlier one of patient have thought that they are dirty ones or used before"